Event description:
It was reported to boston scientific corporation that a hydrothermablation procerva procedure set was used during a hydrothermablation (hta) procedure on (B)(6) 2012. The patient was reported to be a female, (B)(6). According to the complainant, the hta procedure was successfully completed without complications. However, the patient complained of pain immediately following the procedure and she was sent to the emergency room. Pain medication was prescribed and she was released home. Subsequently, she returned to the office on (B)(6) 2012 complaining of vaginal discharge 48 hours after procedure as well as incontinence. A urinalysis was performed and results showed evidence of a urinary tract infection. When the complaints of incontinence continued, an ultrasound was performed on a second follow up visit on (B)(6) 2012. Results showed no evidence of abnormalities or injury. She was then referred to a urologist. The patient was seen by the urologist on (B)(6) 2012. The physician reported the condition to be most likely stress incontinence. She prescribed kegle exercises which reportedly made her incontinence worsen. A cystoscopy was later performed by the physician which also showed no abnormalities or evidence of injury. The physician believes that the stress incontinence may have been a pre-existing condition. Attempts to follow up on the patient's condition have been unsuccessful as the patient has not returned messages to the physician nor has not been seen in office since.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture and expiration dates are unknown. The complainant indicated that the device will not be returned for evaluation because it was disposed; therefore a failure analysis of the complaint device could not be completed. At this time, we are unable to determine the relationship between this device and the cause for this event. If there is any further relevant information a supplemental medwatch will be filed.